Event description:
During ivc filter removal, filter strut fractured. During retrieval attempt, strut migrated into right renal vein. CT abd/pelvis on (B)(6) 2011 did not show strut in belly, but suspicious object in chest. CT chest showed that strut had migrated into right ventricle and was sitting at apex of heart. Patient required emergent transport to a tertiary facility for open heart surgery to remove. Dates of use: (B)(6) 2013 - (B)(6) 2016. Diagnosis or reason for use: history of dvt's.